Event description:
It was reported that the inflatable penile prosthesis (ipp) was no longer functioning properly. During surgery, the physician observed that the outer layer of the cylinders had ruptured. The device was subsequently explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).